Event description:
Possible atrial undersensing noted on current and stored egms, atrial sensitivity already programmed to most sensitive setting , 0.15 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).